Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, while preparing the prograsp forceps, after washing and lubrication, it was observed that the steel cable of the forceps was beginning to break. The surgeon had previously performed the procedure with the forceps without incident. There was no report of patient involvement.